Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level (specific bg value was not provided); cause was unknown. A manual injection was administered to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.